Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that error codes displayed, the tray arm broke and the laser power was low. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was able to confirm the broken tray arm. The tray arm was replaced. The company service representative was unable to replicate any other reported issues. The system was then tested met all product specifications. The system was manufactured on august 28, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the broken tray arm can be attributed to nonconforming tray arm. No problem was found with the system regarding the reported events of system message and low laser power. The root cause of these events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).